Event description:
Opened bladder catheter incision. Cut about 1.5cm from edge of cuff on pump side. Removed old cuff and pigtail intact. Used needle and dilators to enter bladder at prior access site. Confirmation of bladder with contrast. Replacement bladder catheter prepped by cutting same distance from cuff. Titanium connector to attach, stitches to secure. Stitch through cuff to secure to fascia. Placement fluro confirmed. Zosyn IV given. 50g albumin given.